Event description:
According to available information, this device was explanted and replaced due to tubing leakage noted at the pump exhaust tube. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6958069) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / 2 exhaust + 1 inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. Both cylinders were returned with tow sutures still attached. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on both detached exhaust tubes and the detached inlet tube. A partial separation, surrounded by abrasion, was noted on the longer of the detached exhaust tubes. This was not a site of leakage. No functional abnormalities were noted with the detached exhaust tubes, detached inlet tube, or connector. The information received indicated the device had tubing leakage at the pump exhaust tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.